Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate after loading the cartridge with 480 units. There as no impact to the customer's blood glucose level. Reportedly, the customer received an actuate fill estimate after reloading the same cartridge onto the pump.